Manufacturer narrative:
Device evaluation: the customer reported issue of ¿the pump did not pass the accuracy testing, showing the deviation of (B)(4) was unable to be confirmed or duplicated. The cause of the reported issue was unable to be determined or verified. Preventative service was performed, and the device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not pass the accuracy testing, showing the deviation of (B)(4). The issue was observed during testing. There was no patient involvement.